Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Please refer to the attached analysis report number (B)(4) for complete details.

Event description:
It was reported that during a follow-up of the implanted system, noise sensing was observed within the episode dated (B)(6) 2012. The physician suspects sensing of myopotentials. The associated ICD is a sorin brand ovatio dr 6550; sn: (B)(4). The subject lead remains implanted and active.